Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was failure of the ccd unit due to unexpected stress on the camera head attributable to user handling. As stated in the instructions for use, as a preventive measure, "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty charge coupled device unit. In addition, a shortage in a cable was found, causing intermittent horizonal streaks in the image.

Event description:
A user facility reported to olympus that no image was present. The problem, as reported to olympus, occurred during preparation for use.